Event description:
Underwent heart cauterization for possible intervention and insertion of impella and ECMO due to cardiogenic shock. During insertion of bifemoral graph via cutdown to left artery, uncontrolled bleeding. Bleeding at graph site described as "spraying/ appearing as a sprinkler". Estimated blood loss >4l. Unable to control bleeding, patient expired. Therapeutic range for heparin.